Event description:
A malfunction alarm was reported, attributed to malfunction code 12, and the error persisted despite attempts to reset the pump. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to reset the pump and, when the error recurred, was informed they would receive a replacement pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.